Event description:
The customer reported that they received questionable results for one patient sample tested for tina-quant igm gen.2 (igm) and a second patient sample tested for tina-quant iga gen.2 (iga). The customer was unable to provide any further information for the sample tested for iga. It was determined that the sample tested for igm had erroneous results. The customer stated that all other patients tested for igm had results greater than 1000 and these results were not questioned. The customer also mentioned that they had failed a proficiency survey in june for igm and iga. The patient sample initially resulted as 1207 mg/dl accompanied by a data flag. The sample was then automatically diluted by the analyzer, resulting as 3408 mg/dl. The 3408 mg/dl value was reported outside of the laboratory. The customer thinks that the result was questioned by the doctor and this is why it was repeated. The sample was repeated on a c502 analyzer with an automatic dilution, but the customer did not know if it was the same analyzer. The repeat result was 885 mg/dl and this value was believed to be correct. Other samples collected from the patient in question were repeated and all had results < 1000. No specific results were provided. The patient was not adversely affected. The igm reagent lot number was 61403601, with an expiration date of 02/28/2017. The field service representative could not determine a cause for the issue. He ran a precision check on the analyzer and results were within specification. The customer ran calibration and controls; results were within specified limits.

Manufacturer narrative:
The field service representative changed probes on the analyzer and checked for usage of tube adapters. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was asked for, but not provided. The customer has not had any further problems since the issue occurred. Based upon the information provided, the most likely cause of the event was an issue unique to the patient sample, such as interference, or a hardware issue that was resolved by the field service activities.